Event description:
Caller reported a malfunction on the pump, specified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reoccurs. The caller understood and acknowledged the instructions.